Manufacturer narrative:
The device has been evaluated and the implant coil detached normally with an instant detacher. (B)(4).

Event description:
It was reported the coil could not be detached during procedure. No patient injury reported.